Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced high heart rate, loss of vision, atrial fibrillation (af) and chest pressure. It was further reported that their right ventricular (rv) lead exhibited low impedance and is defective. The rv lead remains in use. No further patient complications have been reported as a result of this event.